Event description:
The customer contacted beckman coulter, inc (bci) to report low total protein test results were obtained for 7 patient samples, low sodium for one patient, and low electrolytes for one patient sample when using the unicel dxc 600 synchron clinical system. The erroneous low test results were reported out of the laboratory. Amended reports with correct test results were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) was acceptable before and after the event. As of (B)(4) 2010, the customer reports continuing random problems with these analytes. Service is investigating. A review of service history showed that service found multiple issues and replaced multiple parts. The customer had multiple calls for this issue between (B)(4) 2010. As of (B)(4), there have been no further issues with ise (ion-selective electrode) or total protein. After replacing numerous parts, service also identified sample handling issues. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.